Manufacturer narrative:
An event of stroke post implant was reported. A returned device assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that a 30-25mm amplatzer talisman pfo occluder was selected for implant on (B)(6) 2024. The patient's activated clot time (act) was 255sec. The patient received 8000 units of heparin. The device was implanted. 20 units of protamine was administered. 1 hour post-procedure the patient had a stroke. The patient presented with weakness in the left arm and leg and had speech impairment. A computed tomography (CT) scan showed a perfusion defect in the left frontal lobe. The following morning magnetic resonance imaging (MRI) showed a left frontal stroke. The duration of the stroke symptoms lasted for 4 days. No medication was required for the stroke because it was noted that the patient's act was already high. The patient was provided physical therapy to treat the weakness in the arm and leg. The physician suspected that before crossing the patent foramen ovale (pfo), the full amount of heparin was not administered, making it possible that a clot may have formed before the full amount was administered. The patient status was stable with remaining weakness in the left leg.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 30-25mm amplatzer talisman pfo occluder was selected for implant on (B)(6) 2024. The patient's activated clot time (act) was 255sec. The patient received 8000 units of heparin. The device was implanted. (B)(4) units of protamine was administered. 1 hour post-procedure the patient had a stroke. The patient presented with weakness in the left arm and leg and had speech impairment. A computed tomography (CT) scan showed a perfusion defect in the left frontal lobe. The following morning magnetic resonance imaging (MRI) showed left frontal stroke. The duration of the stroke symptoms lasted for 4 days. The patient status was stable with remaining weakness in the left leg.